Manufacturer narrative:
The device was returned for analysis. Visual and dimensional inspections were performed on the returned guide wire. The reported peeling was not confirmed; however, the coating was noted to be stretched and torn. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that per the instructions for use (IFU), high torque command 18 guide wire for pta: this hi-torque guide wire is intended to felicitate the placement of balloon dilatation catheters during percutaneous transluminal angioplasty (pta), in arteries such as the femoral, popliteal and infra-popliteal arteries. The reported violation of the IFU, used in the wrong anatomy, does not appear to have caused or contribute to the reported complaint. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. The wire became caught in the stent struts resulting in the failure to advance. Manipulation of the guide wire to during retraction from the stent likely resulted in the noted stretched and torn polymer causing the appearance of peeling and subsequent damages to the wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(6). Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac vein. When advancing a high-torque command 18 guide wire, the guide wire caught on a stent strut of a previously implanted unspecified stent and was unable to be advanced further. The guide wire was simply removed without resistance. Following removal, outside of the patient anatomy, some of the coating reportedly came off the guide wire tip. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.